Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a host pc malfunction. Fse identified that hard disk was defective. The hard disk image of the host pc was restored. After restoring, the system was returned to use in good working order. Fse advice to replace host pc if it happens again. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not complete start up. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that hard disk was defective. The hard disk image of the host pc was restored and the system was returned to use in good working order.